Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedance measurements, loss of capture, and pacing inhibition. Further evaluation was recommended. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).